Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issues were observed. Data was extracted using approved software and extraction was successful. Applicator 0pa9khgm3 has been returned and investigated. Visual inspection performed on the returned applicator and cap and no issues were observed. Applicator had fired correctly. Sensor cap was retained within the applicator cap. The puck carrier was removed and visual inspection was performed on the sharp and sharp carrier and no issues were observed. Customer's reported complaint of their needles were rusted was not observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported prior to use their sensor looked like it had a rusty needle. There was no indication that the customer applied the device to their body and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported prior to use their sensor looked like it had a rusty needle. There was no indication that the customer applied the device to their body and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.